Event description:
Patient presented to the physician with hematomas at the neck and chest incision sites. Physician brought the patient into the or and drained the hematomas. This resolved the issue.